Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the customer dropped the pump and the touch screen became black and did not display anything. Customer's blood glucose was 126 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.